Manufacturer narrative:
Ge's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.(B)(4).

Event description:
The customer reported a collimator fall on a vg system while qc was being performed and during rotation of the detectors. It was reported that no one was present in the room when the collimator fell off the detector.

Manufacturer narrative:
Investigation revealed the vg collimator fall occurred as a result of a single occurrence. The collimator cart column nuts were found to be loose. The nuts had been loosened to allow flexibility during the collimator exchange process, in order to compensate for the improperly aligned detectors. This resulted in the partial release of the locking mechanism and the collimator fall. A field action will be deployed and installed in the entire vg install base. This will include an inspection and correction of collimator lock mechanism and collimator carts. Furthermore, the planned maintenance manual will be updated to include a check of the collimator carts nuts and locking mechanism.